Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 586 mg/dl at the time of incident and customer current blood glucose level 383 mg/dl. Customer was treated with manual injection. Customer was using insulin pump within 48 hours of high blood glucose event. The product will not be returned for analysis.